Event description:
The vns physician's programming computer was updated from a handheld device to a tablet device and the handheld device was returned to the manufacturer for analysis. It was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. Additionally, testing was also able to identify that the main battery was unable to power the handheld for more than 30 minutes. Considering the age of the handheld, this is expected behavior since battery performance is known to decrease over time. No other anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.